Manufacturer narrative:
The returned generator was extensively tested and found to be acceptable and within specs. Valleylab addresses neuromuscular stimulation in the force 1c instruction manual. The cause of the customer's report cannot be determined. 11156270-1997-1.